Manufacturer narrative:
A ge service rep performed an onsite investigation. The video control sys interface board was replaced during the service call. The sys was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the sys would not boot. There is not report of death or serious injury death associated with this event.